Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the up button on the insulin pump would not respond when trying to increase the fill the cannula amount. The customer also reported she had been experiencing unexplained high blood glucose. Blood glucose value was 200 mg/dl. She stated that the nurse advised her to treat with 9 inulin units and that the hospital talked extensively about her high blood glucose. The customer found air bubbles but declined troubleshooting. The customer did not recall any significant events leading to the keypad issue. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump passed the displacement accuracy test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. All the buttons functioned properly and no moisture damage was found on the keypad traces noted. The keypad connector was fully locked. The insulin pump had with minor scratched lcd window and cracked reservoir tube lip.